Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a procedure that the femoral inserter/extractor was difficult to be clamped onto the trial and implant. It is unknown if the spring in the instrument became disassembled or not. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). As received, handle would not latch correctly with mating devices. Applied steris hinge-free instrument lubricant to movable components, handle now functions as intended. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Per the instrument/provisional use, care, and sterilization package insert, the instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The insert also instructs to lubricate moving parts after cleaning with a water soluble lubricant, reassemble and tighten screws where appropriate and to check the action of moving parts (such as hinges and box locks) to ensure smooth operation throughout the intended range of motion prior to use. A definitive root cause cannot be determined with the information provided. Complaint could not be confirmed, as the device functioned as intended. A summary of the investigation has been sent to the complainant. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.